Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running over temperature specification (105 degrees and should be less than 103 degrees). It was also noted that the device had bearing damage and the bearings and the gears were worn out causing the device to heat up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by that the attachment device was heating up and had bad bearings. It was reported that the event occurred pre-surgery. It was not reported if there were any delays in the scheduled surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.